Event description:
It is reported that a customer received a failed-battery test on their insulin pump. The patient's blood glucose level was 170 mg/dl the night before. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer will buy new batteries to insert in their insulin pump. The customer had already had their insulin pump replaced once before. The customer will call back if they issue was not resolved. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.